Manufacturer narrative:
B2, h1. A risk to the patient's health could not be excluded for these specific circumstances, since screws were placed in a different location in the spine than anticipated with brainlab navigation involved, although according to the hospital/surgeon (treating clinician): the deviation of all of the 6 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and all 6 k-wires were corrected to their intended position without aid of navigation at the very same surgery. The outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to the deviating k-wires placements. There was no actual harm/negative clinical effect to the patient due to the deviating k-wire placements, also not due to surgery/anesthesia time prolonged by 40-60 min. No further medical/surgical remedial actions were necessary, done or planned for this patient as a result of the deviating k-wire placements, nor did the patient require a prolongation of hospitalization. H6 a comprehensive investigation by brainlab regarding this specific event is currently ongoing and final conclusions are pending. Brainlab plans to issue a follow-up report upon completion of the investigation.

Event description:
A minimally invasive surgery (on (B)(6) 2025) on the lumbar spine for a fusion of vertebrae l2 to l4 due to spondylolisthesis, with intended placement of 6 k-wires and screws bilateral, was performed with the aid of the display by the brainlab navigation software spine & trauma navigation 2.0.1. From intra-operative x-ray scans, the surgeon discovered that all of the 6 k-wires placed with the aid of navigation deviated from their intended position. According to the surgeon (treating clinician): the deviation of all of the 6 k-wires placed with the aid of navigation was detected by the surgeon before finalizing the surgery, and all 6 k-wires were corrected to their intended position without aid of navigation at the very same surgery. The outcome of the surgery was successful as intended, with all k-wires/screws placed in their correct final positions as intended. There was no direct (or increased) risk of harm to a critical structure due to the deviating k-wires placements. There was no actual harm/negative clinical effect to the patient due to the deviating k-wire placements, also not due to surgery/anesthesia time prolonged by 40-60 min. No further medical/surgical remedial actions were necessary, done or planned for this patient as a result of the deviating k-wire placements, nor did the patient require a prolongation of hospitalization.